Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient repeated the same information above. Patient reported bladder spasms for the past few days and that the ins was not working since september. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer representative (rep). It was reported the patient had their device replaced.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had lost her patient programmer in (B)(6) of 2017. The patient recently received her new programmer, but when she connected on (B)(6) 2018, she saw a warning por (power-on-reset) screen on the programmer. Patient services reviewed the meaning of a por and that therapy has turned off and reset to shipping parameters. The patient reported that she had recently been in the intensive care unit (ICU) which was unrelated to their device. The patient stated that she has not had therapeutic benefit since (B)(6) of 2017. Patient services contacted the local manufacturer representative (rep) to assist the patient with programming. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.